Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1dtcc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2021, UDI#: (B)(4). Device evaluated by MFR? Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms. A fractured lead was reported. It was noted that the patient reported frequent falls. Impedances had been checked with the clinician programmer and were found to be out of range after three attempts to clear using increased amplitude. The old lead was removed and a new lead was implanted to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of lead model 3889-28, lot # va1dtcc showed that the butt joint of the outer insulation was separated at the proximal end of the lead. Electrical testing showed the continuity was complete and no electrical shorts were seen between the circuits. The lead device was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. If information is provided in the future, a supplemental report will be issued.